Event description:
The hospital reported that during a coronary artery bypass procedure, the seal got stuck in the delivery tube. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned without the loading device. The tension spring assembly was inside the deployment tube and the seal was completely unraveled outside the tube. The green slide lock and the white plunger were depressed on the delivery device. The unit was very bloody. Based upon these findings, the reported failure "seal got stuck in the delivery tube" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).